Manufacturer narrative:
The instrument has been investigated. The field servive engineer (fse) evaluated the instrument and cleaned all collets and sleeves in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.